Manufacturer narrative:
Calibration was last performed on 08-jun-2025 with no issues. Qc was acceptable. There is no indication of a reagent performance issue. The investigation determined that the issue found by the fse (degraded ise assembly) was the root cause of the event.

Manufacturer narrative:
The cl electrode lot number was drm with an expiration date of 11-jan-2026. The k electrode lot number was eca with an expiration date of 16-may-2026. The na electrode lot number was dnr with an expiration date of 10-mar-2026. The field service engineer (fse) found a degraded ise assembly. The fse replaced the ise assembly. Precision testing was performed with the patient sample, and the results were reproducible. Calibration and qc were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na-k-cl for gen.2 (cl), potassium electrode (k), and sodium electrode (na) on a cobas 8000 ise 1800 module. The initial na result was 111 mmol/l. The repeat result was 132 mmol/l. The initial k result was 3.4 mmol/l. The repeat result was 4.3 mmol/l. The initial cl result was 129 mmol/l. The repeat result was 102 mmol/l. No questionable results were reported outside of the laboratory. The sample was repeated as the initial na result was deemed critical.